Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to plunger retraction problem and entrapment include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted with a prostyle device after a catheterization interventional procedure using a 6f sheath. Reportedly, after deploying the plunger, the physician was unable to retract it causing the device to become stuck in the artery. The patient went to the operating room and a cut down was performed to remove the device. Manual suturing was used to achieve hemostasis. Due to the surgical intervention, a delay in the treatment was reported and the patient had an additional stay in the hospital. No additional information was provided.